Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that during a tka, the peg of a modular universal tibial implant impactor broke off inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed. No clinically relevant supporting documentation was provided for review. Therefore, the root cause of the reported peg breakage could not be determined. The modular universal tibial implant impactor are made of polypropylene and manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a tka, the peg of a modular universal tibial implant impactor broke off inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.